Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported "non-functioning cable occurrence, intermittent since change to rd." No patient impact or consequences were reported. Per the customer: why: #4083 cables x 4, returned by nicu equipment officer, as ¿not working" cables left in equipment area, labelled ¿'not working'' who: neonatal ICU patients, birth > when: cables collected during may/june, exact dates not known what: cables returned for replacement where: nicu scope: non-functioning cable occurrence, intermittent since change to rd in (B)(6) 2016

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. Additional information received on 10/24/2017. Per email from clinical specialist "customer stated they just stopped working, i.e. That it was not an intermittent occurrence. Process is that the cables are deployed around the ward area, and returned to the biomedical engineering department for assessment, should they cease to function. There is no further information available regarding this occurrence." No allegation of monitoring interruption was made. Date of this report from "07/05/2017" to "06/01/2017" date of event was updated from "(B)(6) 2017" to "(B)(6) 2017".